Event description:
On (B)(6) 2009, this pt was implanted with three gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm located at the aortic arch and a thoracoabdominal aneurysm. Prior to the implantation, coil embolization of the left subclavian artery was performed. The proximal tag device intentionally covered the lsa. The diameter of the thoracic aneurysm was 101mm. On (B)(6) 2009, the pt was discharged. On (B)(6) 2009, at one month f/u, the diameter of the thoracic aneurysm was 91mm. On (B)(6) 2010, at six month f/u, the diameter of the thoracic aneurysm was 76mm. On (B)(6) 2010, at one year f/u, the diameter of the thoracic aneurysm was 80mm. On (B)(6) 2010, two year f/u imaging revealed a proximal type I endoleak resulting in aneurysm enlargement. The diameter of the thoracic aneurysm was 105mm. Therefore, on (B)(6) 2010, a talent stent graft was implanted proximal to treat the endoleak, and a metal stent was placed at the left common carotid artery to attain blood perfusion. On an unk date in (B)(6) 2011, computed tomographic images revealed that the proximal type I endoleak persisted. On (B)(6) 2011, an add'l procedure to repair the persistent endoleak was performed whereby an add'l talent stent graft was implanted proximal to the previously implanted talent stent graft, and two stent grafts were placed at the brachiocephalic and left common carotid arteries. On (B)(6) 2011, an internal iliac artery aneurysm which already existed before the initial procedure ruptured. An open surgical repair was performed. On (B)(6) 2011, the pt expired. Cause of the death was multi-organ failure attributed to the internal iliac artery rupture. The physician comments there is no relationship between the tag procedure and the pt's death.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.